Event description:
It was reported that during an unknown procedure, the jaw could not open after firing. An ecr60w was used before this event. The surgeon used absolok clips to ligate the vessel and cut it. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Damaged closure trigger top. The analysis found that one ec60 device was returned with the clamping mechanism damaged and with a cartridge reload loaded on the device. The reload was received fully fired. No functional test was performed due to the condition of the device. The device was disassembled to verify the integrity of the internal components; the closure trigger return spring post was damaged and the closure trigger spring was disengaged. While no conclusion could be reached as to how the clamping mechanism became damaged, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.